Event description:
The pt went to the or for removal of an old bard port and insertion of a new bard port. Upon removing the port, the catheter came away from the venous access reservoir. The surgeon attempted to retrieve the catheter but it slipped in and went into the right atrium , eventually settling in the right ventricle of the heart.